Manufacturer narrative:
Study source: e7084 eus fna cystic lesions. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 19ga expect aspiration needle was used during a fine needle aspiration on (B)(6) 2014 performed in the patient's pancreas as part of the e7084 eus fna (fine needle aspiration) cystic lesions. According to the complainant, the biopsy procedure was successfully completed. The patient was placed under prophylactic antibiotic therapy. On (B)(6) 2014 the patient presented to the ER with mild pancreatitis which was related to the initial procedure. The patient received medication and IV morphine. The patient was discharged with pain medications and the pancreatitis was resolved within 72 hours. No hospitalization occurred as a result of this event and no device malfunctions were reported prior to use.